Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse performed a total service call and reviewed the event log. No problems were found. The instrument is performing within specifications. The cause of the false positive troponin ultra result is unk. No further eval of the device is required.

Event description:
A false positive advia centaur cp troponin ultra result was obtained on a pt sample. The pt was admitted to the ICU. Another sample was drawn and tested. The result was negative. The lab questioned the result. The tech then repeated the initial sample and the result was negative. There was no sample mixup. It is not known if pt treatment was prescribed or altered. There was no report of adverse health consequences due to the false positive troponin ultra result.